Event description:
The patient, with left maxillary sinus cancer was undergoing a left maxillectomy and reconstruction under stereotactic CT guidance. During the attachment of the guidance star, one of the 6 mm x 1.7 self tapping, self drilling screw heads sheared off. There was no sequela to the patient, and it is unclear whether this was a device issue or user error. The sales representative was present, and sent the screw head to the company for evaluation.